Event description:
It was reported that the subject device had a no image problem when moving the angulation. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Annex e1: (B)(6) . The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: breakage was caused since the abnormality like disconnection occurred on the image sensor unit cable in the bending section. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.